Event description:
Physician was attempting to treat a lesion in the left anterior descending (lad) using an endeavor resolute drug eluting stent. Angio result showed 98% stenosis in the lad, severe calcification and severe tortuosity. It was reported that the lesion was pre dilated with balloon once at 12 atm for 10s but 97% stenosis remained post pre dilation. It was reported the device could not cross the lesion. Physician used a new device to complete the procedure. No reported patient complications or clinical sequelae. The device was returned to the manufacturing facility and through analysis of the returned device the stent was observed to be damaged. Evaluation summary: the device returned for analysis. The stent was positioned on the balloon between the marker bands as per specifications. The first and fifth distal segments had slightly misaligned and raised struts. Please note that this device (endeavor resolute) is distributed outside the united states: however, it is similar to the united states distributed product (resolute integrity).

Manufacturer narrative:
Evaluation results: inherent risk of procedure (stent deformation). Patient condition affected effectiveness of device (lesion morphology - 98% stenosis, severe calcification , severe tortuosity). Evaluation conclusion: known inherent risk of procedure (stent deformation). Device failure/lack of effectiveness related to patient condition (lesion morphology - 98% stenosis, severe calcification , severe tortuosity). (B)(4).